Event description:
It was reported that during an implant procedure the stylet became stuck in the lead and in attempt to remove the stylet the lead became deformed. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. The distal conductor was stretched visually about 53 centimeters. There was blood in/on the helix/lobe mechanism and visually damaged at implant.